Manufacturer narrative:
Additional information was received that the physician did not believe there was a problem with this device. The physician changed the device due to low battery and discarded the device at the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited increased pacing thresholds and low pacing impedances on the right ventricular (rv) channel. A revision procedure was performed and the crt-d and the rv lead were explanted. No additional adverse patient effects were reported.